Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic complaining of fatigue. Interrogation showed some intermittent right ventricular loss of capture with variable thresholds. The patient was admitted to the hospital that night. The next day reprogramming was tried but there then was a decrease in r-wave amplitude. The physician opted to cap the lead and implant a new lead on (B)(6) 2017. The patient was stable before, during and after the procedure.